Event description:
It was reported that during a refill procedure as of the date of this report the nurse noted the pump was in safe state and was running at minimum rate (specific date of safe state not provided). Per reporter the nurse updated the pump to its normal programming and then went back to re-interrogate the pump and reported that the pump was in safe state again. The nurse reported that they went ahead with the refill because the aspirated volume was correct and there was no discrepancy. The pump eri (elective replacement indicator) was 13 months. Drug delivered via the device was morphine 0.016 mg/day. Additional information received later indicated that the issue never resolved and the pump remained in safe state; battery reset message was noted in logs. There was no emi (electromagnetic interference) involved; pump was replaced. Patient, however, had experienced no symptoms because of the event and was stated to be receiving effective therapy post replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed pump motor feed thru anomaly, shorting across insulator analysis of the catheter revealed catheter body leaking past barb on connector pin, catheter sc connector coring- tears-cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8590-1, lot# n13813, implanted: (B)(6) 2008, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).